Event description:
A site representative reported that while in an ent procedure, the surgeon stated he was accurate on the right side but not the pt's left side. The surgeon alleged the inaccuracy was 2-3 mm off. The surgeon used an in-house scanner and tracer registration. The surgery was completed with the use of the landmarx element system. There was no impact on the pt outcome.

Manufacturer narrative:
Software investigation is on-going. No impact on pt outcome reported.